Event description:
It was reported that a technologist was moving the detector of a brivo xr385 system, when the detector shifted twisting the technologist's wrist. As a result, the technologist sustained multiple fractures on her hand.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.